Event description:
This is report 4 of 4 for (B)(4) it was reported from brazil that there was a discrepancy between the lot numbers indicated on the external packaging labels and the lots engraved on the products themselves. The products consist of two 4.5mm healix advance full tap devices, a 5.5/6.5 ng healix cortical awl/tap device and 5.5mm/6.5mm healix advance full tap device. According to the reporter, this issue results in significant deviations in the process of including the products in the surgical box (loaner set). This is because the invoice contains the lot number specified on the external packaging of the product, which is then entered into the computerized system (traceability). However, when the product is included in the box (loaner set), it bears a different lot number from both the packaging and the invoice. This inconsistency complicates the inspector's task during the replacement and tracking process. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: the reporter¿s phone number was not provided. D10: concomitant med products and therapy dates: 5.5mm/6.5mm healix advance full tap device, 5.5/6.5 ng healix cortical awl/tap device, 5/17/2024 investigation summary ==> the product has not been returned to depuy synthes mitek, however a photo was provided for review. ¿ the photo investigation revealed that 4.5mm healix advance full tap had a different lot number etch in contrast with the invoice lot number. No other anomalies could be observed. The overall complaint was unconfirmed as the observed condition of the 4.5mm healix advance full tap would not contribute to the complained device issue. The manufacturer performed a previous investigation with the following results: an etched date code (yymmxxx) is permissible. In this instance the photo shows the etched lot number. If a batch number is not assigned by sap a manually assigned number will be generated. Paragon medical (smithfield, utah u.s.a.) Uses a date code with a 500-serial number (yymm5xx) for traceability. Both etched lot code and finished goods lot code are fully traceable in paragon¿s erp system. It is our assertion that the part lot/ ate code and the finished goods lot number have been generated per customer procedure and meet specifications. In summary the manufacturer does not consider this a non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety a manufacturing record evaluation was performed for the finished device (2210504), and no non-conformances were identified. UDI:(B)(4).